Event description:
It was reported that a dialyzer leak occurred during the priming phase of a hemodialysis (hd) treatment. The leak was reportedly coming from both ends of the dialyzer, where the end caps are sealed to the body of the device. There were no defects or inconsistencies identified in these areas. The patient had not yet connected to the system, and therefore, the leak had no negative impact on their treatment. Additional supplies were pulled from inventory and the priming phase was reinitiated. The dialyzer sample was returned to the manufacturer for evaluation. A visual inspection of the returned device found the fibers were wet with blood residue. In additional follow-up with the user facility, the clinic manager (cm) clarified that there was actually a small blood leak that occurred right after priming was completed. The leak was detected immediately, and it was reported that only 5 ml of blood reached the dialyzer. The machine did not alarm due to the leak being external. The machine in use was a fresenius 2008t hd machine. Fresenius bloodlines are also being utilized. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a dialyzer leak occurred during the priming phase of a hemodialysis (hd) treatment. The leak was reportedly coming from both ends of the dialyzer, where the end caps are sealed to the body of the device. There were no defects or inconsistencies identified in these areas. The patient had not yet connected to the system, and therefore, the leak had no negative impact on their treatment. Additional supplies were pulled from inventory and the priming phase was reinitiated. The dialyzer sample was returned to the manufacturer for evaluation. A visual inspection of the returned device found the fibers were wet with blood residue. In additional follow-up with the user facility, the clinic manager (cm) clarified that there was actually a small blood leak that occurred right after priming was completed. The leak was detected immediately, and it was reported that only 5 ml of blood reached the dialyzer. The machine did not alarm due to the leak being external. The machine in use was a fresenius 2008t hd machine. Fresenius bloodlines are also being utilized. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided caps were attached to the returned dialyzer and the fibers were wet with blood residue. No damage or irregularities were noted on the sample. The sample was subjected to a laboratory leak test in which the dialyzer was submerged in water and pressurized incrementally. No external leak was detected on the sample. Once dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the reported event was unable to be confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Vision systems and blood leak reduction capas are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.